Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported the xience prime was used to treat restenosis of a previously placed stent. It should be noted the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unlikely that the use of the xience prime stent to treat in-stent restenosis contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2013, a percutaneous coronary intervention was performed to treat stable angina and restenosis (90%) of an unknown stent located in the mid left anterior descending artery. After pre-dilatation, a 2.25x28 mm xience prime stent was deployed at 14 atmospheres. Post-dilatation was performed and the procedure was completed without issue. On (B)(6) 2014, planned angiography revealed restenosis at the lesion for which balloon angioplasty was performed for treatment. No additional information was provided.